Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). The biomedical engineer at the user facility evaluated the device after the reported issue occurred. The customer found that when attempting to perform the patient circuit calibration, as the reset button was depressed, the mean airway pressure (map) climbed to 43 cmh2o, and then fluctuated back and forth between 38.3 cmh2o. A carefusion field service representative (fsr) evaluated the device onsite. The fsr found the map and delta p to be intermittent and unstable. The fsr found that the diaphragm assembly did not easily clamp to the front of the driver and had an odd, clicking sound. The fsr replaced the four clamps as pressure regulator 5 (pr5). The sound issue was resolved and the paw was very steady. The fsr performed the 2k preventative maintenance procedure and the operational verification procedure and adjusted the delta p display. The unit meets factory specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) increased and the amplitude decreased, while the device was in use on a patient. The customer quickly removed the patient from the ventilator. There was no patient harm.